Event description:
It was reported that the pump was replaced due to a recall. The device system was delivering bupivacaine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported their first pump was placed on (B)(6) 2003 and was replaced on (B)(6) 2007 because there was a recall. At first the patient was told there was no recall by the manufacturing company but then they had received a letter stating there was a recall.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8709 serial/lot# (B)(4), ubd 2005-10-10, UDI# (B)(4). Conclusion code is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from the patient who reported that it was determined that the catheter was the cause of the problem. It was shriveled and broken but was partially intact where it was attached to the pump. No further complications were reported/anticipated.